Event description:
The customer contacted their distributor to report that they could not correctly insert a pad-pak into their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a bent locator pin on the returned pad-pak. The cause of the damage to the pad-pak was not established. The ben locator pin on the returned pad-pak was removed and the device performed to specification. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted their distributor to report that they could not correctly insert a pad-pak into their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.